Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow up. The right ventricular lead exhibited noise. The noise could not be reproduced by isometric or pocket manipulation. All other lead tests were within range. The noise resulted in pacing inhibition; the patient was asymptomatic to the event. The patient has remained stable overall. No intervention was reported.